Manufacturer narrative:
The pump was returned to animas. Eval revealed that there was a broken trace on the force sensor flex at the force sensor pin. Review of the pump history reveals zero force loss of prime warnings and three "no cartridge detected" warnings. An "ezprime" operation was performed with no loss of prime warnings duplicated.

Event description:
The distributor reported that pump dispensed insulin from the cartridge during the load step.